Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary ==> the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, the device failed leakage test due to bad psu board. Also, it was found that the socket assembly was corroded and top plate was scratched. The psu board, 5 pin socket assembly and top plate were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the socket assembly would have caused corrosion over there. User mishandling and/or lack of maintenance can be the most probable root causes of the scratches observed on the top plate. With the available information, we cannot determine the root cause of the defective psu board. A manufacturing record evaluation was performed for the finished device serial number ( (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the service center that there was a return of unwanted equipment. No issue reported.